Event description:
It was reported that the patient presented in clinic during follow up. The device was post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
.